Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. Post the procedure, it was noted that there was a kink at the clamping site. It was further reported that there was no blood flow in dialysis. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows a partial view of a clinician holding a dialysis catheter. Kink was noted on the both blue luer extension legs and red luer extension legs near the clamp for both devices. Therefore, the investigation is confirmed for the reported kink at the clamping site issue for both devices. However, it is inconclusive for the reported obstruction of flow issue as the provided video was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. During the procedure, it was noted that there was a kink at the clamping site. It was further reported that there was no blood flow in dialysis. There was no reported patient injury.